Manufacturer narrative:
(B)(4). Concomitant medical products- olympia stem size 4 left , item 650-0614, lot 3612932, therapy date - (B)(6) 2018, exceed abt 3hl shell 44/56mm , item 124456, lot 3842951, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01040 and 3002806535-2018-01041.

Event description:
It was reported by the njr that a patient underwent an initial left hip arthroplasty and subsequently, a revision procedure was performed due to dislocation and subluxation.

Event description:
It was reported by the njr that a patient underwent an initial left hip arthroplasty and subsequently, a revision procedure was performed due to dislocation and subluxation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.